Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi-pot and te recognition tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed the hi-pot and te recognition tests. The cause was isolated to an open black pulse wire in the trunk cable insulation. The cause of the test failures is the open wire. The root cause of the open wire was unable to be positively identified, but was likely physical abuse to the electrode belt. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.